Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02353, -02354, -02355. This report will be updated when investigation is completed.

Manufacturer narrative:
This report was filed in error. This is a duplicate of report # 1043534-2013-01427.

Event description:
Allegedly revised due to mom complications (left hip).